Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and suicidal ideation ("psychological or psychiatric problems::suicidal thought") in a 35-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included juvenile arthritis and autoimmune disorder. Concurrent conditions included overweight, bloating since (B)(6) 2017, change of bowel habit since (B)(6) 2017, urination difficulty since (B)(6) 2017, vaginal itching since (B)(6) 2017, vaginal irritation since (B)(6) 2017, endometriosis since (B)(6) 2017, autoimmune hepatitis since (B)(6) 2017 and benign neoplasm since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), depression ("severe depression"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric disorder ("gastric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain in extremity ("severe pain in feet / pain in feet,ankle,hand,arms, legs"), rash ("constant scabby eruptions on scalp") and acne cystic ("cystic acne"). In 2014, the patient experienced hypoaesthesia ("numbness in hands, arms, feet"), urticaria (" rashes or skin conditions :severe hives on skin/severe hives") and urinary tract infection ("urinary tract infections"). In 2016, the patient experienced tooth fracture ("dental problems :broken teeth"). On an unknown date, the patient experienced abdominal pain lower ("abdomen pain"), histamine abnormal ("histamine issues"), genital cyst ("constant cysts and boils in genital region"), headache ("head pain"), abdominal pain ("abdominal pain") and genital abscess ("boils in genital region and around,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, suicidal ideation, alopecia, depression, weight increased, hypoaesthesia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, gastric disorder, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, rash, genital cyst, acne cystic and genital abscess outcome was unknown and the pain in extremity, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, alopecia, depression, dysmenorrhoea, fatigue, gastric disorder, genital abscess, genital cyst, headache, histamine abnormal, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, rash, suicidal ideation, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion patient's current weight 215 lbs (B)(6) 2017:essure removal:surgical history: tubal ligation- (B)(6) 2012- essure coils dilation and curettage- (B)(6) 2012 concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: pain in foot, dysmenorrhea, abnormal bleeding, fatigue, vaginal discharge, weight gain, dyspareunia, menorrhagia, depression, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, laboratory data, lot number were added. Added event abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction: severe hives on skin, gastric problems; infection: urinary tract infections, psychological or psychiatric problems: severe depression, suicidal thoughts; rashes or skin conditions: severe hives and histamine issue, dental problems, neurological conditions or problems: numbness in hands, arms, feet; dysmenorrhea (cramping), pain, vaginal discharge; fatigue; weight gain; gastrointestinal or digestive system condition: somehow associated with histamines; other injuries: severe pain in feet, constant scabby eruptions on scalp, constant cysts and boils in genital region and around, cystic acne; hair loss. Updated outcome,onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and suicidal ideation ("psychological or psychiatric problems::suicidal thought") in a 35-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included juvenile arthritis and autoimmune disorder. Concurrent conditions included overweight, bloating since (B)(6) 2017, change of bowel habit since (B)(6) 2017, urination difficulty since (B)(6) 2017, vaginal itching since (B)(6) 2017, vaginal irritation since (B)(6) 2017, endometriosis since (B)(6) 2017, autoimmune hepatitis since (B)(6) 2017 and paratubal cyst since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), depression ("severe depression"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric disorder ("gastric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain in extremity ("severe pain in feet / pain in feet,ankle,hand,arms, legs"), rash ("constant scabby eruptions on scalp") and acne cystic ("cystic acne"). In 2014, the patient experienced hypoaesthesia ("numbness in hands, arms, feet"), urticaria (" rashes or skin conditions :severe hives on skin/severe hives") and urinary tract infection ("urinary tract infections"). In 2016, the patient experienced tooth fracture ("dental problems :broken teeth"). On an unknown date, the patient experienced abdominal pain lower ("abdomen pain"), histamine abnormal ("histamine issues"), genital cyst ("constant cysts and boils in genital region"), headache ("head pain"), abdominal pain ("abdominal pain") and genital abscess ("boils in genital region and around,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 6-sep-2017. At the time of the report, the pelvic pain, suicidal ideation, alopecia, depression, weight increased, hypoaesthesia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, gastric disorder, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, rash, genital cyst, acne cystic, histamine abnormal and genital abscess outcome was unknown and the pain in extremity, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne cystic, alopecia, depression, dysmenorrhoea, fatigue, gastric disorder, genital abscess, genital cyst, headache, histamine abnormal, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, rash, suicidal ideation, tooth fracture, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion patient's current weight 215 lbs (B)(6) 2017:essure removal:surgical history: tubal ligation- 01aug2012- essure coils dilation and curettage- (B)(6) 2012 concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: pain in foot, dysmenorrhea, abnormal bleeding, fatigue, vaginal discharge, weight gain, dyspareunia, menorrhagia, depression, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included juvenile arthritis, autoimmune disorder and pregnancy. Patient's current weight is 215 lbs. On (B)(6) 2017:essure removal:surgical history. On (B)(6) 2012- essure coils,tubal ligation. On (B)(6) 2012-dilation and curettage. Concurrent conditions included endometriosis since (B)(6) 2017, autoimmune hepatitis since (B)(6) 2017, paratubal cyst since (B)(6) 2017, bloating since (B)(6) 2017, change of bowel habit since (B)(6) 2017, urination difficulty since (B)(6) 2017, vaginal itching since (B)(6) 2017, vaginal irritation since (B)(6) 2017 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation ("psychological or psychiatric problems:suicidal thought"), depression ("psychological or psychiatric problem or condition: severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric disorder ("allergic or hypersensitivity reaction: type- gastric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of pain in extremity ("severe pain in feet / pain in feet,ankle,hand,arms, legs"), rash ("constant scabby eruptions on scalp") and the first episode of acne cystic ("cystic acne") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In (B)(6) 2014, the patient experienced the first episode of hypoaesthesia ("neurological condition or problem- type: numbness in hands, arms and feet.") And pruritus ("other injuries or complications-please describe: constant scabby eruptions on scalp"). In 2014, the patient experienced the second episode of hypoaesthesia ("numbness in hands, arms, feet"), urticaria ("rashes or skin conditions :severe hives on skin/severe hives") and urinary tract infection ("infection(bladder/urinary/vaginal): urinary tract infections"). In 2016, the patient experienced tooth fracture ("dental problems :broken teeth"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I found I was pregnant(6 weeks)"), experienced abdominal pain lower ("abdomen pain"), genital cyst ("constant cysts and boils in genital region"), headache ("head pain"), abdominal pain ("abdominal pain"), the first episode of genital abscess ("boils in genital region and around,"), abdominal pain upper ("stomach pain"), malaise ("sick"), anxiety ("anxiety"), autoimmune disorder ("autoimmune disorder"), crohn's disease ("crohn's"), inflammatory bowel disease ("ibd/ gi issues"), lupus-like syndrome ("lupus"), diabetes mellitus ("diabetes"), rheumatoid arthritis ("rheumatoid arthritis"), lyme disease ("lyme disease"), nausea ("nausea"), seizure ("seizure"), genital haemorrhage ("bleeding"), the second episode of pain in extremity ("other injuries or complications-please describe:foot pain/feet pain"), arthralgia ("joint pain"), rash papular ("red bumps"), uterine haemorrhage ("abnormal uterine bleeding"), carpal tunnel syndrome ("carpel tunnel"), cyst ("other injuries or complications-please describe: constant cysts"), the second episode of genital abscess ("other injuries or complications-please describe: boils in genital region and around"), the second episode of acne cystic ("other injuries or complications-please describe: cystic acne"), pain ("acute pain"), multiple fractures ("broken bones"), post-traumatic stress disorder ("ptsd"), neck pain ("neck pain"), shoulder pain ("shoulder pain"), chest pain ("pain in my chest"), arthropathy ("joint issue"), rib fracture ("three broken ribs"), herpes zoster ("shingles"), groin pain ("groin pain"), buttock pain ("buttock pain") and neuropathy peripheral ("unexplained neuropathy in my hands and foot") and was found to have histamine abnormal ("histamine issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, suicidal ideation, depression, weight increased, the last episode of hypoaesthesia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, gastric disorder, histamine abnormal, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, rash, genital cyst, abdominal pain upper, malaise, anxiety, autoimmune disorder, crohn's disease, inflammatory bowel disease, lupus-like syndrome, diabetes mellitus, rheumatoid arthritis, lyme disease, nausea, seizure, genital haemorrhage, the last episode of pain in extremity, arthralgia, rash papular, uterine haemorrhage, carpal tunnel syndrome, pruritus, cyst, the last episode of genital abscess, the last episode of acne cystic, pain, multiple fractures, post-traumatic stress disorder, neck pain, shoulder pain, chest pain, arthropathy, rib fracture, herpes zoster, groin pain, buttock pain and neuropathy peripheral outcome was unknown and the alopecia, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, arthropathy, autoimmune disorder, carpal tunnel syndrome, chest pain, crohn's disease, cyst, depression, diabetes mellitus, dysmenorrhoea, fatigue, gastric disorder, genital cyst, genital haemorrhage, groin pain, headache, herpes zoster, histamine abnormal, inflammatory bowel disease, lupus-like syndrome, lyme disease, malaise, menorrhagia, multiple fractures, nausea, neck pain, neuropathy peripheral, pain, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, rash papular, rheumatoid arthritis, rib fracture, seizure, shoulder pain, suicidal ideation, tooth fracture, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of acne cystic, the first episode of genital abscess, the first episode of hypoaesthesia, the first episode of pain in extremity, buttock pain, the second episode of acne cystic, the second episode of genital abscess, the second episode of hypoaesthesia and the second episode of pain in extremity to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events - acute pain, broken bones, ptsd, neck pain, shoulder pain, chest pain, joint issue, broken rib, shingles, groin pain, buttock pain, unexplained neuropathy in my hands and foot were added. Medical history was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('I found I was pregnant(6 weeks)') and suicidal ideation ('psychological or psychiatric problems::suicidal thought') in a 35-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included juvenile arthritis and autoimmune disorder. Concurrent conditions included endometriosis since (B)(6)2017, autoimmune hepatitis since (B)(6)2017, paratubal cyst since (B)(6)2017, bloating since (B)(6)2017, change of bowel habit since (B)(6)2017, urination difficulty since (B)(6)2017, vaginal itching since (B)(6)2017, vaginal irritation since (B)(6)2017 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problem or condition: severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric disorder ("allergic or hypersensityvity reaction: type- gastric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), painful feet ("severe pain in feet / pain in feet,ankle,hand,arms, legs"), rash ("constant scabby eruptions on scalp") and the first episode of acne cystic ("cystic acne") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In (B)(6)2014, the patient experienced numbness ("neurologicalcondition or problem- type: numbness in hands, arms and feet.") And pruritus ("other injuries or complications-please describe: constant scabby eruptions on scalp"). In 2014, the patient experienced numbness of extremities ("numbness in hands, arms, feet"), urticaria ("rashes or skin conditions :severe hives on skin/severe hives") and urinary tract infection ("infection(bladder/urinary/vaginal): urinary tract infections"). In 2016, the patient experienced tooth fracture ("dental problems :broken teeth"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain lower ("abdomen pain"), genital cyst ("constant cysts and boils in genital region"), headache ("head pain"), abdominal pain ("abdominal pain"), genital abscess ("boils in genital region and around,"), abdominal pain upper ("stomach pain"), malaise ("sick"), anxiety ("anxiety"), autoimmune disorder ("autoimmune disorder"), crohn's disease ("crohn's"), inflammatory bowel disease ("ibd/ gi issues"), lupus-like syndrome ("lupus"), diabetes mellitus ("diebetes"), rheumatoid arthritis ("rheumatoid arthritis"), lyme disease ("lyme disease"), nausea ("nausea"), seizure ("seizure"), genital haemorrhage ("bleeding"), foot pain ("other injuries or complications-please describe:foot pain/feet pain"), arthralgia ("joint pain"), rash papular ("red bumps"), uterine haemorrhage ("abnormal uterine bleeding"), carpal tunnel syndrome ("carpel tunnel"), cyst ("other injuries or complications-please describe: constant cysts"), furuncle ("other injuries or complications-please describe: boils in genital region and around") and the second episode of acne cystic ("other injuries or complications-please describe: cystic acne") and was found to have histamine abnormal ("histamine issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, suicidal ideation, depression, weight increased, numbness of extremities, abdominal pain lower, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, gastric disorder, histamine abnormal, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, rash, genital cyst, genital abscess, abdominal pain upper, malaise, anxiety, autoimmune disorder, crohn's disease, inflammatory bowel disease, lupus-like syndrome, diabetes mellitus, rheumatoid arthritis, lyme disease, nausea, seizure, genital haemorrhage, foot pain, arthralgia, rash papular, uterine haemorrhage, carpal tunnel syndrome, numbness, pruritus, cyst, furuncle and the last episode of acne cystic outcome was unknown and the alopecia, painful feet, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, autoimmune disorder, carpal tunnel syndrome, crohn's disease, cyst, depression, diabetes mellitus, dysmenorrhoea, fatigue, furuncle, gastric disorder, genital abscess, genital cyst, genital haemorrhage, headache, histamine abnormal, inflammatory bowel disease, lupus-like syndrome, lyme disease, malaise, menorrhagia, nausea, numbness, painful feet, pelvic pain, pregnancy with contraceptive device, pruritus, rash, rash papular, rheumatoid arthritis, seizure, suicidal ideation, tooth fracture, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of acne cystic, foot pain, numbness of extremities and the second episode of acne cystic to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Patient's current weight 215 lbs (B)(6)2017:essure removal:surgical history: tubal ligation- (B)(6)2012- essure coils dilation and curettage- (B)(6)2012 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New events numbness in hands, arms and feet, constant scabby eruptions on scalp, constant cysts, boils in genital region and around, cystic acne were added. On 11-dec-2019: social media received. New reporter added, plaintiff's information updated. New events I found I was pregnant(6 weeks), device ineffective, stomach pain, sick, anxiety, autoimmune disorder, crohn's, ibd/ gi issues, lupus, diabetes, rheumatoid arthritis, lyme disease, nausea, seizure, bleeding, foot pain foot pain, joint pain, red bumps, abnormal uterine bleeding, carpel tunnel were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. 855630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included juvenile arthritis, autoimmune disorder and pregnancy. Patient's current weight 215 lbs. On (B)(6) 2017:essure removal:surgical history. On (B)(6) 2012- essure coils,tubal ligation. On (B)(6) 2012-dilation and curettage. Concurrent conditions included endometriosis since on (B)(6) 2017, autoimmune hepatitis since (B)(6) 2017, paratubal cyst since (B)(6) 2017, bloating since (B)(6) 2017, change of bowel habit since (B)(6) 2017, urination difficulty since (B)(6) 2017, vaginal itching since (B)(6) 2017, vaginal irritation since (B)(6) 2017 and overweight. Concomitant products included medroxyprogesterone acetate (depo provera). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation ("psychological or psychiatric problems:suicidal thought"), depression ("psychological or psychiatric problem or condition: severe depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric disorder ("allergic or hypersensityvity reaction: type- gastric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of pain in extremity ("severe pain in feet / pain in feet,ankle,hand,arms, legs"), rash ("constant scabby eruptions on scalp") and the first episode of acne cystic ("cystic acne") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In (B)(6) 2014, the patient experienced the first episode of hypoaesthesia ("neurological condition or problem- type: numbness in hands, arms and feet.") And pruritus ("other injuries or complications-please describe: constant scabby eruptions on scalp"). In 2014, the patient experienced the second episode of hypoaesthesia ("numbness in hands, arms, feet"), urticaria ("rashes or skin conditions :severe hives on skin/severe hives") and urinary tract infection ("infection(bladder/urinary/vaginal): urinary tract infections"). In 2016, the patient experienced tooth fracture ("dental problems :broken teeth"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("I found I was pregnant(6 weeks)"), experienced abdominal pain lower ("abdomen pain"), genital cyst ("constant cysts and boils in genital region"), headache ("head pain"), abdominal pain ("abdominal pain"), the first episode of genital abscess ("boils in genital region and around,"), abdominal pain upper ("stomach pain"), malaise ("sick"), anxiety ("anxiety"), autoimmune disorder ("autoimmune disorder"), crohn's disease ("crohn's"), inflammatory bowel disease ("ibd/ gi issues"), lupus-like syndrome ("lupus"), diabetes mellitus ("diabetes"), rheumatoid arthritis ("rheumatoid arthritis"), lyme disease ("lyme disease"), nausea ("nausea"), seizure ("seizure"), genital haemorrhage ("bleeding"), the second episode of pain in extremity ("other injuries or complications-please describe:foot pain/feet pain"), arthralgia ("joint pain"), rash papular ("red bumps"), uterine haemorrhage ("abnormal uterine bleeding"), carpal tunnel syndrome ("carpel tunnel"), cyst ("other injuries or complications-please describe: constant cysts"), the second episode of genital abscess ("other injuries or complications-please describe: boils in genital region and around"), the second episode of acne cystic ("other injuries or complications-please describe: cystic acne"), pain ("acute pain"), multiple fractures ("broken bones"), post-traumatic stress disorder ("ptsd"), neck pain ("neck pain"), shoulder pain ("shoulder pain"), chest pain ("pain in my chest"), arthropathy ("joint issue"), rib fracture ("three broken ribs"), herpes zoster ("shingles"), groin pain ("groin pain"), buttock pain ("buttock pain") and neuropathy peripheral ("unexplained neuropathy in my hands and foot") and was found to have histamine abnormal ("histamine issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, suicidal ideation, depression, weight increased, the last episode of hypoaesthesia, abdominal pain lower, vaginal haemorrhage, menorrhagia, urticaria, urinary tract infection, gastric disorder, histamine abnormal, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, rash, genital cyst, abdominal pain upper, malaise, anxiety, autoimmune disorder, crohn's disease, inflammatory bowel disease, lupus-like syndrome, diabetes mellitus, rheumatoid arthritis, lyme disease, nausea, seizure, genital haemorrhage, the last episode of pain in extremity, arthralgia, rash papular, uterine haemorrhage, carpal tunnel syndrome, pruritus, cyst, the last episode of genital abscess, the last episode of acne cystic, pain, multiple fractures, post-traumatic stress disorder, neck pain, shoulder pain, chest pain, arthropathy, rib fracture, herpes zoster, groin pain, buttock pain and neuropathy peripheral outcome was unknown and the alopecia, headache and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, arthralgia, arthropathy, autoimmune disorder, carpal tunnel syndrome, chest pain, crohn's disease, cyst, depression, diabetes mellitus, dysmenorrhoea, fatigue, gastric disorder, genital cyst, genital haemorrhage, groin pain, headache, herpes zoster, histamine abnormal, inflammatory bowel disease, lupus-like syndrome, lyme disease, malaise, menorrhagia, multiple fractures, nausea, neck pain, neuropathy peripheral, pain, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, rash papular, rheumatoid arthritis, rib fracture, seizure, shoulder pain, suicidal ideation, tooth fracture, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of acne cystic, the first episode of genital abscess, the first episode of hypoaesthesia, the first episode of pain in extremity, buttock pain, the second episode of acne cystic, the second episode of genital abscess, the second episode of hypoaesthesia and the second episode of pain in extremity to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain"), hypoaesthesia ("numbness") and abdominal pain lower ("abdomen pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, depression, weight increased, hypoaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, hypoaesthesia, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.